Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07281. It was reported that during an ipg replacement procedure that the patient's lead could not be removed from the extension due to the set screw not fully opening. As a result, the whole system was explanted.